Event description:
On (B)(6) 2013 the explanted generator was returned for product analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2012, a vns patient reported that the battery of her vns was at end of service. The patient then made a statement that if she didn't get help replacing her vns then she was going to kill herself. The patient's psychiatrist was contacted and informed of this statement. The psychiatrist's nurse was unable to confirm if the device was at end of service and stated that the patient was coming in soon, date unknown, and they would check to see if it was at end of service. The nurse further stated that when the patient came in for the follow-up she would inform the manufacturer if the vns was at end of service or not; however no information has been received from the nurse to date. A battery life calculation with the programming history available showed 0.52 years until the elective replacement indicator=yes.

Event description:
Additional information was received on (B)(4) 2013 when a vns therapy access program order form for the patient was received reporting that the patient was referred for surgery. The patient's generator was replaced on (B)(6) 2013 due to end of service. Attempts for the return of the explanted generator have been made but the device has not been returned for product analysis to date.